Event description:
It was reported that their stomach was pulsating and the patient cannot sleep on the right side due to pulsating. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2009; 7121, competitor implantable tachy lead, (B)(6) 2009. (B)(4).